Manufacturer narrative:
An event of hemorrhage was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicates that the proglide snapped during insertion cause the bleed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the rupture appears to be related to hostile left femoral artery anatomy.

Event description:
It was reported that on 07 november 2023, a large flexnav delivery system was selected to implant a 27mm navitor valve. During the procedure, the patient had a very small and hostile left femoral artery anatomy that was previously shockwaved with a non-abbott device, which was later exchanged for the navitor integrated sheath prior to advancing with the procedure. It was discovered that the patient had a left femoral artery bleed. Physician discussed that proglide snapped during insertion cause the bleed. This was managed in the cath lab by physician delivering a covered stent with satisfactory result and performing a blood transfusion. The device was successfully implanted and the patient remain stable and is recovering.